Manufacturer narrative:
Section d4 of the initial medwatch report (MFR report #0003015876-2026-00046) indicates: serial # (B)(6). Section d4 of the initial medwatch report (MFR report #0003015876-2026-00046) should indicate: serial # (B)(6). Additional information: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device did not power on during a patient event. The cause of the device not powering on was not due to a device malfunction but was caused by a battery issue. Another device was used, and it was noted that the patient did not have a shockable heart rhythm, but the patient passed away at the scene.

Event description:
The customer contacted stryker to report their device did not power on during a patient event. The cause of the device not powering on was not due to a device malfunction but was caused by a battery issue. Another device was used, and it was noted that the patient did not have a shockable heart rhythm, but the patient passed away at the scene.

Manufacturer narrative:
The customer was sent a replacement battery to resolve the issue. However, root cause of the battery becoming depleted could not be determined. The device was not returned to stryker for evaluation. The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device did not power on during a patient event. The cause of the device not powering on was not due to a device malfunction but was caused by a battery issue. Another device was used, and it was noted that the patient did not have a shockable heart rhythm, but the patient passed away at the scene.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined that device use had an unknown contribution. There is currently not enough information to determine contribution. It is mentioned an alternate device was used and the patient was in a non-shockable rhythm, but it is unknown the delay between the cr2 device use and the alternate device. Therefore, is it unknown if the rhythm on the alternate device was the patient¿s initial arrest rhythm. It is also unknown whether the arrest was witnessed, and whether CPR was done throughout the entirety of the arrest. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.